Manufacturer narrative:
(B)(4). Jaw.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second clip the device locked down on the cystic duct. They attempted to open with the handle but it would not open. The surgeon used a grasper to ease the device off the tissue. Once removed, there was no tissue trauma noted. Another device was used to complete the procedure. There was no impact to the patient.